Event description:
The patient reported that one of their tooth is cracked.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Additional information was recieved via voluntary medwatch report # mw5162358 indicating the patient had some loose teeth and also required 2 root canals and may possibly need a dental implant for the previously reported cracked tooth.